Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in the stomach during an esophagogastroduodenoscopy (egd) with peg placement procedure performed on (B)(6) 2024. During the procedure, moderate sedation was applied to the patient. It was observed that the pull wire broke off as it was pulled through the incision. The physician was unable to complete the procedure, and the peg tube remained inside the patient. The patient was transferred to a short-term acute care (stac) hospital and the same physician completed the procedure under general anesthesia. The peg tube was removed and replaced with a new peg tube. It was reported that the patient was okay. The procedure was completed with a different endovive standard peg kit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6 (impact codes): impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Block h6: (device code) imdrf device code a0401 captures the reportable event of pull wire broken.